Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There were no reported product deficiencies. The reported patient effects of dissection, myocardial infarction, occlusion, angina, and ischemia are listed in the xience prime everolimus eluting coronary stent system instructions for use as known adverse events. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.

Event description:
It was reported that during a proximal left anterior descending artery intervention, after implantation of xience prime stent, a distal edge dissection occurred resulting in slow to no flow in the artery. The patient experienced unstable angina, elevation of cardiac biomarkers and electrocardiogram (ECG) changes. An st segment elevation myocardial infarction was diagnosed. Cardiovascular medication was administered and a second unplanned xience prime stent was implanted. On (B)(6) 2012, the event resolved and the patient was discharged. There was no additional information provided.